Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that an rx dilatation balloon was used in an ercp procedure on (B)(6), 2010 involving an adult patient (patient age, gender, weight and identifier are unknown.) According to the complaint, during the procedure the balloon burst inside the patient. No pieces detached and the physician completed the procedure with another of the same device. There were no patient complications and the patient's condition has been described as "fine."

Manufacturer narrative:
(B)(4): the complainant indicated that the device was disposed at the site will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4): disposed.